Event description:
It was initially reported through clinic notes that pt continues to have seizures daily and his seizure frequency is increasing. Physician stated that the pt had a surgery and vns also does not seem to help. His behavior and outbursts are worse as well. Physician believes that the generator is approaching end of service and needs to be replaced. Pt will likely have a battery replacement surgery. Good faith attempts to obtain additional information has been unsuccessful till date.